Manufacturer narrative:
H11. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 31mm 11400m mitral valve was explanted after an implant duration of 1 month, 25 days due to paravalvular leak. The patient presented with symptoms of heart failure and shortness of breath. The explanted valve was replaced with a 31mm 11400m valve. The patient was shifted to the ICU post-procedure and was reported to be stable. Patient was discharged on pod# 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry and investigation that a 31mm 11400m mitral valve was explanted after an implant duration of 1 month, 25 days due to sutures torn out causing severe pvl. The explanted valve was replaced with a 31mm 11400m valve. Per medical records, patient presented with heart failure nyha 3-4. Echo revealed severe paravalvular leak and underwent successful placement of amplatzer plug x2. His symptoms improved but continued to have a leak and was brought back to the or for redo mvr median sternotomy. Intra-op tee shows severe mitral regurgitation with a paravalvular jet at p2. On inspection there was dehiscence of the valve from the annulus at p2. The previous stitches appeared to have been appropriately placed through the annulus but tore through. The previous mv and amplatzer devices were removed. A strip of felt was used to reconstruct the posterior annulus. Additional stitches were placed around the annuls leaving pledget on the atrial size everting the edge. A new 31mm 11400m was seated and tied into place without difficulty. Postop tee showed a well-seated valve in the mitral position with no leak, no lvot obstruction, and mg 2mmhg. The patient was transferred to the ICU in critical condition and was discharged on pod #7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b4, b5. Updated sections g2, g3, g6. Updated sections h2, h6: - type of investigation; investigation findings; investigation conclusions. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate perioperative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined. Pvl is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data. Corrected section b7. Corrected section h6: device code(s).